Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The customer's allegation was not confirmed. Based on the results of the investigation, we could not determine the cause or the cause of failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the xenon light source lamp did not ignite. The issue occurred during a routine inspection. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the unit was found to be working as normal. Should additional relevant information become available, a supplemental report will be submitted.